Manufacturer narrative:
The field service representative was unable to determine a cause and could not produce the problem. He checked the system operation and associated adjustments. Calibration, qc and a precision check were performed to verify the analyzer performance.

Event description:
The user received erroneous sodium result for four patient samples. Three of which were considered discrepant. All samples were repeated the same day using the same specimen on the same instrument. All results are in mmol per l. Sample 1 initial result was 124, repeat was 133. Sample 2 initial result was 117, repeat result was 125. Sample 3 initial result was 129, repeat was 136. No patient results were reported.